Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: npp034408n, ubd: , UDI#: h3: analysis found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's recharger stopped working last night. The green lights were flashing and they couldn't turn it off. The patient said they had this problem before and it was the same piece of equipment and it failed and they called before and they replaced it. A replacement recharger was sent out. Additional information was received from the patient. The patient called after receiving the replacement recharger. Reviewed how to pair the new recharger . Patient was able to do so successfully and was charging ins at 40% with excellent connection.